Event description:
It was reported that the patient was experiencing discomfort at the ribs due to ipg migration. The patient underwent a revision procedure where in the ipg was relocated and remained implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the middle of (B)(6) 2023.